Event description:
The customer reported "boot no display/alarm", there was no patient impact.

Manufacturer narrative:
Pr# : (B)(4): a follow up report will be submitted upon completion of the investigation.